Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2002, product type implantable neurostimulator; product ID 7495-51, serial # (B)(4), product type extension; product ID 3387-40, lot # l75840, product type lead; product ID 7495-51, serial # (B)(4), product type extension; product ID 3387-40, lot # l75648, product type lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer report #6000032-2013-00180. The patient had two devices implanted and it was not specified which one caused the shocking. Additional information requested but had not been received as of the date of this report.